Event description:
It was reported that stent dislodgement occurred. The 60% stenosed target lesion was located in the severely calcified and moderately tortuous common iliac artery. A 8.0x40x75cm express ld vascular stent was advanced towards the lesion without predilation. Upon positioning the device, the stent came off the balloon. The physician attempted to board the balloon to impact the stent, however, boarding the balloon failed. A non-bsc probe was used instead to remove the stent and the procedure was completed with a different device. No patient complications were reported and the patient's status was stable.

Manufacturer narrative:
(B)(4). Device evaluated by MFR.: the device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4).